Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged, in an attempt to reposition it, the physician used a non boston scientific stylet and that stylet broke through the lead body. As a result, the lead was explanted and replaced.